Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported an alarm fault. No patient harm was reported.

Manufacturer narrative:
The fse clarified the reported problem. The backup alarm test failed. This is a check vent alarm only. The back-up alarm test is executed during power on (power on self test) and if it fails error code 1104 (back-up alarm failed) is annunciated; since it occurs at post, it would not occur during ventilation. The fse evaluated the device and reported the device failed the backup alarm test failed. The fse replaced the cpu pcba to resolve this issue.